Event description:
(B)(4) study. Same case as MDR ID: 2134265-2013-06677. It was reported that target vessel revascularization occurred. In november 2010, patient presented with chest pain and underwent cardiac catheterization. The distal obtuse marginal (om) was pre-dilated using a 3 x 12mm quantum balloon. Following pre-dilatation, ¿melon seeding¿ was noted during inflation of this balloon. The 3 x 12mm quantum balloon was exchanged with 3 x 10mm cutting balloon and the lesion was pre-dilated, followed by placement of 3.00 x 28 mm non bsc drug-eluting stent. Following post dilatation, 0% residual stenosis was noted. In december 2010, the patient returned to the cath lab for stent placement in right coronary artery (rca). Target lesion #1 was a de novo lesion, extending from distal rca to right posterior descending artery (r-pda) with 60 % stenosis and was 6.00 mm long with a reference vessel diameter of 2.7mm. Target lesion #1 was treated with direct placement of a 2.50 mm x 20 mm taxus liberte stent, with 0 % residual stenosis. Target lesion #2 was in stent restenotic lesion, extending from proximal rca to mid rca with 70 % stenosis and was 20 mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During index procedure, post deployment of 3.00 x 38 mm taxus liberte stent from proximal rca to mid rca, the patient experienced chest discomfort which was treated with sublingual nitroglycerine and 5mg morphine sulfate for assumed distal microembolization. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain. ECG revealed st elevations in the inferior leads. At the time of event the patient was taking aspirin. The distal rca was treated with pre-dilatation and placement of a 2.75 x 38 mm promus element mr drug-eluting stent with 0% residual stenosis. Post index procedure, focal 70% in-stent restenosis of the mid rca was treated with pre-dilatation and placement of a 3.00 x 12 mm promus element mr drug-eluting stent overlapping distally with the 2.75 x 38 mm promus stent. Following post-dilatation, residual stenosis was 0%. During the course of event, the patient was also treated medically. Two days later, the event was considered resolved without residual effects and the patient was discharged on same day on aspirin and brilinta.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).